Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user came to the clinic on (B)(6) 2022 as she gradually stopped responding to sounds with the device. Re-implantation is considered.

Event description:
The user came to the clinic on (B)(6) 2022 as she gradually stopped responding to sounds with the device. The user was re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user came to the clinic on (B)(6) 2022 as she gradually stopped responding to sounds with the device. Re-implantation is considered.

Event description:
The user came to the clinic on (B)(6) 2022 as she gradually stopped responding to sounds with the device. The user was re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.